Event description:
Sorin group USA received a report that the level sensor failed to alarm after the oxygenator volume had dropped below the sensor pad. There was no report of pt involvement.

Manufacturer narrative:
The manufacture date will be provided if made available. Sorin group (B)(4) manufactures the disposable mounting pads. The pads are used with the s3 level sensor, 510(k) number k955152. The incident occurred at (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Please note that this MDR is being filed late due to a recent change in sorin group (B)(4) medwatch reporting criteria and subsequent review of past complaints to the new criteria. Sorin group USA received a report that the level sensor failed to alarm after the oxygenator blood level had dropped below the sensor pad. There was no report of pt involvement. Two white level sensor pads were returned to sorin group for eval. Visual inspection did not find any defects in the mounting pads. The investigator noted that the returned mounting pads were no longer sticky enough to be viable for performance testing. Rep mounting pads were pulled from inventory for simulated use/performance testing. Testing did not duplicate the reported problem. The pads functioned properly, stopping the pump when the level reached the center of the pads. No problem was detected. Add'l info will be forwarded a f/u report.